Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the bag of the unit had 220ml of formula and the machine was set to feed 220ml. Once the feed was complete and the bag was empty, the pump was stating only 200ml was fed.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the bag of the unit had 220ml of formula and the machine was set to feed 220ml. Once the feed was complete and the bag was empty, the pump was stating only 200ml was fed.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.